Event description:
It was reported that the pt described interrupted access to sound with the device when chewing. These interruptions are accompanied by a 'guitar' sound which stops as soon access to sound returns. Reimplantation is considered but not scheduled yet.

Manufacturer narrative:
Conclusion- damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms / problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient described interrupted access to sound with the device when chewing. These interruptions are accompanied by a 'guitar' sound which stops as soon access to sound returns. The patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.